Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. ¿polyethylene wear associated with 26- and 32-mm heads in total hip arthroplasty: a multicenter, prospective study¿ the journal of arthroplasty 31 (2016) 2805-2809.

Event description:
An unknown number of patients identified in a journal article experienced wear of the polyethylene liner. There has been no further information provided and the patient outcome is unknown.